Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient contacted support about a blood glucose value of 90 mg/dl without receiving a low alert. The agent explained that low alerts trigger at values under 70 mg/dl and that an urgent low soon alert can occur if glucose is dropping rapidly, noting the trend arrow was slightly downward and reminding the patient to treat only when glucose is low. Symptoms included concern about potential hypoglycemia. Outcomes included user education regarding alert thresholds and appropriate hypoglycemia treatment to avoid overtreatment. Investigation included a review of device alert functionality and user interaction with alerts. Investigation of this case revealed the device was operating within its design for low and urgent low soon alerts. It was concluded that no device malfunction occurred and that the event resulted from user expectation of alerts at a non-low glucose value.